Event description:
A report was received that the patient was experiencing pain at the ipg site while charging. The patient had to use an anesthetic patch over the ipg while charging. The physician treated the pocket pain with lidoderm patches. The patient is reportedly doing well.